Event description:
Initial sodium result of 114 mmol/l, initial potassium result 3.87 mmol/l. Same sample repeated twice gave results of 140 and 139 mmol/l for sodium and 4.75 and 4.33 mmol/l for potassium. Initial results were not reported. The field service representative determined there was a problem with the maintenance settings in the instrument. The instrument was repaired.